Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medwatch mw5167951: describe event or problem: post- procedure, the epidural catheter was removed from the patient, but the blue tip was found to be missing. A CT scan was ordered, which confirmed the presence of the tip. Subsequently, neurology scheduled the patient for a procedure to remove the tip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Per the manufacturers investigation, the reported incident was not likely to have happened during the manufacturing process. It is believed to have happened during application. Due to the unavailability of batch information for this incident, a review of the discrepancy management system (dsms) database was unable to be performed. No sample was provided for evaluation. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.